Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the physician used two different guidewires with the left ventricular (lv) lead to navigate the coronary sinus. It was noted that the first guidewire shredded during the maneuvers and the physician was able to remove the entire wire. The second guidewire got stuck in the lv lead. It was also noted that there was no capture in the left ventricle. The lead was not used, and a his bundle lead was implanted. No patient complications have been reported as a result of this event.